Manufacturer narrative:
During use, the slalom trill balloon catheter (bc) ruptured within its rated burst pressure. There was no patient injury. Therefore, the slalom trill bc was replaced with a saber percutaneous transluminal angioplasty (pta) balloon catheter and the procedure was completed successfully. The lesion had severe calcification. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated the reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, the slalom trill balloon catheter (bc) ruptured within its rated burst pressure. There was no patient injury. Therefore the slalom trill bc was replaced with a saber percutaneous transluminal angioplasty (pta) balloon catheter and the procedure was completed successfully. The lesion had severe calcification. The product was removed intact (in one piece) from the patient. No other information was obtained.